Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: implant was inserted without any problems by tapping with the mallet. During screw insertion it has been noticed that the plate was loose, therefore the implant was removed and replaced by another one. One part of the peek body was broken off. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates that the design and clinical risk management wc#0000003120 a.104 covers the risk of implant damage during impaction into disc space, specifically no. 120. The severity of harm is rated as 3 and probability of occurrence of harm is rated a 2 (>1:10''000 and <=1:1''000). Sales and complaints analysis as of december 2013 show worldwide sales of 23''103 and 3 worldwide complaints that can be related to this risk. This results in a rate of occurence of 0.00013. This is below the upper limit of the "probability of occurence of harm". In summary, the potential harm associated with implant damage during impaction into disc space is adequately addressed in design and clinical risk management matrix. Device design:as a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. This event does not lead to a damage of the implant and the implant can be reassembled. In present case a portion of the peek spacer broke off, the plate dissociated from the spacer and reassembling was not possible anymore. For the evaluation of the complaint, 2 implants of same size were ordered from stock and heavily loaded, in order to reproduce the failure mode. It was possible to dissociate the plate from the spacer and also to damge it. But it was not possible to reproduce the same failure mode. There is insufficient information to determine whether the device design, packaging or materials of construction or any other factor listed in section 5.2.3 of document w-m-s043 caused the complaint. Device was used for treatment, not diagnosis. Placeholder.